Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that pvcs caused the atrial tracking function of the device to detect short atrial intervals and caused inappropriate auto mode switching episodes. Device was reprogrammed and remains implanted.